Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in cincinnati, ohio. Detailed documentation was shared with livanova and analysis revealed the following: in early 2022 patient's course was complicated by endocarditis; on (B)(6) 2022 test was positive for mycobacterium chimaera and burkholderia cepacian; the patient was placed on a 3-drug therapy from (B)(6) 2022 to (B)(6) 2022; on (B)(6) 2022 the patient underwent an aortic valve replacement surgery; it is planned to complete one (1) year of therapy with a 2-drugs regimen. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a male patient undergoing a transesophageal echocardiography, total cardiopulmonary bypass, and aortic valve replacement surgery on (B)(6) 2015 was found to be infected by mycobacterium chimaera. Heater-cooler 3t was used in this surgery.